Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under her left breast. The area was described as red, itchy, bumpy and that it did bleed. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a medicated cream by a physician. Patient reported that the rash has significantly improved.